Event description:
It was reported that shortly after implant, the patient received inappropriate therapy due to t-wave oversensing (twos). The right ventricular (rv) lead remained in use. It was also reported that approximately 4.5 years after implant, the patient's implantable cardioverter defibrillator (ICD) system was explanted due to a possible infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Visual summary analysis indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.